Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that during loading of a white blood cell (wbc) set for a collection procedure, they received a return pressure alarm after the collection set had been primed. The only option given by the machine was to unload the set. A new set was loaded without any further incident. The customer declined to provide patient information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: an optia set was received for investigation. Upon visual inspection, no blood was observed in the set which had been primed only. Prime solution was observed in the channel and the reservoir was noted to be 3/4 full. Both saline roller clamps were closed. The inlet and return line clamps were also closed. The ac and saline drip chambers were noted to be adequately primed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the dlog analysis, it was confirmed in this procedure that the customer experienced a return line air detector failed fluid check alarm during initial system prime. The machine operated as intended. Possible causes of the alarm are the operator not squeezing the drip chambers adequately after connection, or the operator not ensuring the roller clamps are open when instructed by the machine.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the data file confirmed that the 'return line air detector failed fluid check' alarm occurred during the initial system prime. This return line air detector failed fluid check alarm occurs when the return line air detector did not detect fluid when expected. The machine failed safe. Investigation and corrective actions are in-process. A follow-up report will be provided.